Event description:
I am completing this report as the importer/distributor of the product . Problem: tip of ipas semi rigid cannulae broke off during a procedure description of event : 2/19/2024- we received a call from (B)(6) she advised that during a procedure the tip of a 7mm semi-rigid cannulae broke off in the patient and the patient was going to have to come back for a secondary sutery to locate the missing piece. 2/20/24- hpsrx director of operations called and spoke to (B)(6) and requested pictures of damaged product and she advised that she would need to get permission from another department to send the damaged product back to us. Pictures sent did not have a clear view of the damaged section. 2/29/24- received a phone call from (B)(6) who advised she was the physician that performed the surgery. She advised that the patient had a c-section back in october and had come in because she had prolonged bleeding. They performed an ultrasound and found some calcified products of conceptions. Patient was scheduled for surgery on (B)(6) 2024. The physician performed a preceding procedure prior to using the ipas mva and cannulae at that time she noticed thickend tissue. She advised that she did two passes with size 7mm integrated base cannulae and on the third pass she experienced some resistance and released the suction of the aspirator. Subsequently the cannulae fell out and it was trhen that it was noticed that the tip of the cannulae had broken off. Were were advised that after performing a sharp curettage they then requested the patient return for a hysteroscopy which was unremarkable. There was not sign of perforation or piece of cannulae. At this time we are waiting for (B)(6) hospital to release the product so it can be investigate by the manufacturer. I was not sure if this would be considered a "serious event" or not but decided it would be best to submit as such for now. I originally attempted to file this on 3//8/2024 but it was returned and advised that I need to submit electronically.